Event description:
It was reported that the patient's catheter fell out with a deflated balloon.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient's catheter fell out with a deflated balloon.